Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was bent. The patient's blood glucose (bg) values reached 270 mg/dl.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered 2805 pulses, including immediate non-priming boluses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. The pod functioned as intended. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.